Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, high capture threshold, intermittent capture, and a loss of capture on the left ventricular (lv) lead was noted. Diagnostic imaging revealed the lv lead was dislodged. The device was reprogrammed to deactivate the lv lead until further intervention is performed. The patient was stable with no adverse consequences.